Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin es result was obtained from a single patient sample when using vitros troponin I es (tropi es) reagent lot 5870 on a vitros 5600 integrated system. The cause of the higher than expected vitros tropi es result could not be determined. The customer reported no issues with qc fluids or the accuracy and precision of the vitros assay. However, the qc fluid used at the customer site supports troponin I es reagents but lacks documented data points, making it impossible to adequately assess reagent performance at the time of the event. Therefore, a reagent issue cannot be entirely ruled out as a contributing factor. No precision testing was performed on the vitros 5600 integrated systems at the time of the event and therefore, an instrument related issue cannot be entirely ruled out as a contributor of the event. It was determined that the customer is adhering to the sample collection device manufacturer's recommendation for sample centrifugation, therefore, improper pre-analytical sample handling is an unlikely contributor to this event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 5870.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected troponin es result was obtained from a single patient sample when using vitros troponin I es (tropi es) reagent lot 5870 on a vitros 5600 integrated system. Patient 1 vitros tropi es result of 0.145 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible higher than expected vitros tropi es result of 0.145 ng/ml was reported from the laboratory however, no treatment was initiated, altered, or stopped based on the reported result. The physician questioned the result and a corrected report of <0.012 ng/ml was issued. There was no allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).